Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency room with an episode of pulseless electrical activity (pea). In addition, a significant increase in capture thresholds had been exhibited on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.